Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review of the stored electrograms on the patient's implantable cardioverter defibrillator, it was noted that high frequency noise was inhibiting pacing. Myopotential oversensing was suspected. On (B)(6) 2018 the patient presented in-clinic and programming changes were successfully made as well as defibrillation threshold testing. Patient was stable.